Manufacturer narrative:
The device was removed due to a patient condition which does not reflect the performance of the device. This event is logged for trending purposes.

Event description:
Boston scientific crm received information that this device system was explanted secondary due to pocket infection. A new boston scientific crm device system may be implanted once the patient is cleared by the physician.